Manufacturer narrative:
Based on the review of screen shot sent by customer, it showed two instances of the same patient with two different medical record numbers (mrn's) with the difference being that one has added the number "2" to the previous patient number (B)(6) vs (B)(6) and not the same medical record numbers (mrn's) for different patients as reported by customer. Customer could merge this patient in rapidcomm into either of the mrn's as appropriate. Customer indicated that they were working on correcting and avoiding duplicate emrn's. Instrument is performing as intended.

Event description:
Customer reported that two patients female a and male b had same medical record number (B)(6) in rapidcomm (data management system). Customer indicated that it was caught at rapidcomm and results were not sent to hi. There was no report of injury due to this event.